Event description:
It was reported that the user consumed a popcorn snack without announcing it on the ilet, which was followed by a low blood glucose event and ilet alerts; the user later asked whether certain snacks should be announced and received education on announcing snacks over approximately 15¿20 g of carbohydrates or using "less than usual" for snacks up to half a typical meal. Symptoms included no reported physical symptoms associated with the hypoglycemic event. Outcomes included a transient low blood glucose that required two treatments with oral glucose and subsequently stabilized. Investigation included case review, user interview, and product-use education. Investigation of this case revealed use-related factors consistent with a missed meal announcement and appropriate device alerting, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to an unannounced snack leading to hypoglycemia.